Event description:
An orsiro drug-eluting stent system was selected for treatment. During the attempt to place the stent inside the lesion, it was noticed that there was no stent on the balloon. Eventually, it was found on the transportation wire of the protective sleeve and has been dislodged from the delivery system prior to placement.

Manufacturer narrative:
Only the stent was returned and subjected to a technical investigation. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is not deformed at all and was returned still on the transportation wire outside of the protector. The delivery system was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent prior to insertion and not to use if any defects are noted and to pull at the distal end of the protector and carefully remove the balloon/stent protector.